Event description:
Meter name: ot ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were unable to test. Their meter allegedly had no power. There was no result on their meter. There were no other tests or comparison. No treatment. No further information has been reported.